Event description:
The patient alleges that she tested her blood glucose on the suspect device and based her insulin off of the reading, which she believes to be too high. Later she was talking on the phone and passed out. The paramedics were called and they tested her blood glucose and it was 30 mg/dl. She was given food. Glucose controls were run on the suspect device and were within specs. The patient does not remember what her blood glucose value was on the suspect device when she took her insulin.